Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in storage of a non-sustained ventricular tachycardia episode. The patient was pacemaker dependent, however, the oversensing did not result in pacing inhibition for greater than 2 seconds of asystole. The noise was unable to be reproduced. Duration was increased and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.